Event description:
(B)(4). Could feel coils for months after insertion; constant ringing in ears; severe inflammation in stomach; weakness throughout body; cystic acne at almost (B)(6) years old; random shooting pains through lower stomach and vagina.

Event description:
(B)(4). Coils were inserted in (B)(6) 2010, only 2 months after the birth of my second daughter. I had the normal cramping/pain involved with the procedure, but bled for about 2 months straight afterward. A total of almost 4 months postpartum bleeding all together. I still had pain on both sides of my lower abdomen around 6 months later and went back to my ob/gyn who did insertion. My pain and problems were thrown up to fibromyalgia and post postpartum depression. Nothing was done to correct the pain I was still experiencing. I still have the coils now in 2015 and have experienced irregular menstruation, painful cramping, sharp stabbing pains in both sides of lower abdomen, but mostly on the left side. Bloating that makes me look 8 months pregnant, and rapid weight gain. The bloating is always the worst at the end of the day and the pain is always the worst at the end of the day. I have insomnia, horrible hair loss to the point where a pony tail is no thicker than a pencil. I have also developed skin uncontrollable skin problems that itch like allergic reactions and look like eczema in random places on my body. I also now have joint pain as well as an allergy to all any and all metal jewelry. I can't even wear my wedding rings anymore.